Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the avc-x was not operating properly. To resolve the issue, the technician reset the unit. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that the touch panel to their hexavue ip custom room rack had a frozen image and lost video. No report of injury.